Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusions set cannulas had an occlusion alarm earlier in the day. The blood glucose was high and correction injection via multiple daily injection has been given. The insertion site was abdomen. Occlusion troubleshooting indicated issue with the infusion set site. The issue was noticed within 3 hours of insertion in most events, after about 24 hours in some events. Infusion set was not in use for >72 hours in any event. The patient changed soft cannula infusion set only and resumed insulin. No further information available.

Manufacturer narrative:
Patient country: united states.